Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The initial result at 6:51pm was 5.7 inr. The customer tested again by squeezing blood from the same finger. The repeat result at 6:59 pm was 4.1 inr. This result was not believed to be accurate. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, not on heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, no diet changes, and no bleeding or bruising. The customer had a stomach virus with a fever for three days with vomiting and diarrhea. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 26683421) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Did not test with returned strip lot as the customer sent an empty vial. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.3 inr. Donor 1 hct: 35%. Donor 2 hct: 36%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr. Customer meter with masterlot strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.3 inr. Customer meter with masterlot strips: 2.3 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. All alleged results by the customer were observed in the meter¿s patient result memory. Caregiver squeezed blood from the same finger to perform second test. According to product labeling squeezing blood and testing with same finger causes an interference with the results.